Event description:
The customer reported prior to a procedure a sys displayed an error message, and locked. The procedure was not completed. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).